Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). The patient did not receive therapy due to oversensing. Programming changes were discussed, no intervention was reported. There were no patient symptoms reported.